Event description:
A case was performed on patient at 1048. A hemovac was used to facilitate drainage. At 1800 it was noted that there was an absence of drainage in the hemovac. The patient was returned to or at 1915. The hemovac was still not providing suction into the reservoir. A new hemovac was opened in the or and also found to be defective. A third hemovac was opened and utilized without furthur difficultydevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: mechanical problem, telemetry failure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device recalled by manufacturer/distributor, device returned to manufacturer/dealer/distributor, device temporarily removed from service. Invalid data - on device destroyed/disposed of status.